Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020, a certas plus programmable valve was implanted in a male patient aged 6,5 months. After valve implantation, the child had an accumulation of cerebrospinal fluid around the valve, an increase in the size of the cerebral ventricles according to MRI. On (B)(6) 2020, a revision surgery was carried out. An arcuate skin incision was made in the right parieto-occipital region along the old postoperative scar. Ventricular and peritoneal catheters, and valve of the codman shunt system with antisiphon device were found there. The ventricular catheter is disconnected from the valve. The ventricular catheter is fully functional during revision of the csf-assisting system, csf passes through the catheter in frequent drops. The peritoneal catheter is disconnected from the valve. The peritoneal catheter is functioning properly. The valve has a yellow hue because it had contact with the iodine solution during the revision operation. The cerebrospinal fluid did not come from the odman system valve. These valve malfunctions indicate dysfunction of the shunt system valve. The certas valve has been replaced by a medtronic delta valve. Ventricular and peritoneal catheters are connected to the new valve, csf is going well. Control of hemostasis. Layered sutures on wounds. Anesthetic dressing. The operation was carried out in full without technical difficulties or intraoperative complications. A surgical delay was noted.

Manufacturer narrative:
UDI : (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to: biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no issues were noted with the valve.

Event description:
N/a